Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Date of event is an approximation as the correct date is unknown.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. Air was noted to be drawn in from the valve, the issue occurred at outside patient after unpacking. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returning as it was discarded in facility. It was further reported that a starter guidewire and farawave catheter were inserted into the device prior to or upon confirmation of air. Infusion pump was used for the irrigation of sheath. Numerous air bubbles were noted within the syringe. The guidewire was at the catheter tip. The air was drawn in during aspiration when replacing the catheter. No other issue has been reported.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. Air was noted to be drawn in from the valve, the issue occurred at outside patient after unpacking. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returning as it was discarded in facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Date of event is an approximation as the correct date is unknown.